Event description:
About 1 week ago the end-user was taking a shower when the left rear leg (at pin site) buckled under the chair, threw the end-user out of the shower. He was helped back into the shower to rinse off after they saw the chair wasn't broke. Then the right front leg buckled under the end-user and threw him out again. This time the leg stayed attached at the pin but the seat cracked at the socket. At this point they stopped using it.